Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: device evaluation: on investigation, the internal clock battery (bt1) was found to be leaking and unable to hold a charge. The battery compartment was noted to be cracked from the top traveling to the bumper pad and from the case seal to the bumper pad. The display screen was found to be dim and discolored. (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed an internal battery leak, battery compartment damage and a display issue. This report is made based on results of investigation completed on (B)(6) 2016.